Manufacturer narrative:
Block b3: exact date unknown, event occurred months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7078527.

Event description:
It was reported that one of the leads had high impedances and the patient was experiencing inadequate pain relief. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-2317-50 (sn (B)(6)). The returned lead was analyzed and visual inspection revealed that it was cleanly cut into two pieces. With all the available information, boston scientific concludes that the reported event was not confirmed. The clean-cut damage was a result of a typical explant procedure, and it is not considered a failure.

Event description:
It was reported that one of the leads had high impedances and the patient was experiencing inadequate pain relief. The patient underwent a lead replacement procedure and was doing well postoperatively.